Event description:
It was reported that the pt was not getting pain relief. The hcp was concerned that there was a hole or tear in the catheter. The catheter was entirely removed and replaced. Fluid appeared very superficially but nothing as it exited the subarachnoid space. The pump was used to deliver dilaudid. The pt recovered without sequela.